Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown medication via an implanted pump. It was reported that today they tried updating the pump and the a810 tablet programmer stated that the pump was stopped. They tried multiple times to try to update the pump and could not. Every time it would load to 60-70% and then would say no device found. The rep¿s tablet was tried too, but it was unsuccessful. Troubleshooting included trying to update multiple times trying different combinations of changing data in an effort to have the pump finish the update. The pump could be updated multiple times if the infusion mode remained in stopped mode, but they were unable to complete the update if any other infusion mode was tried. Based on a cursory look at the logs it appeared that the pump was getting hung up during the restart command. The clinic attempted using an old 8840 programmer and that was not successful. The patient was sent home with oral medications and was going to be asked to come back to attempt again. The doctor stated that if they could not get the issue resolved, he would like to replace the pump. Additional information was received on 31-dec-2020 at which time it was reported that they were going to be replacing the pump today.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found a bit flip in the telemetry handler memory. This device issue is known and documented in the labeling per ma04279a071 ¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810, product type: software; product ID 8840, serial# unknown, product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative regarding important patient information.